Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the taxus element mr ous 38mm x 2.50mm stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found that the centre to distal rows of the crimped stent were stretched and pulled distally over the distal tip, some struts were raised from the balloon, overlapping and bunched tightly. A visual and tactile examination found a kink in the shaft polymer extrusion 152-157mm from the port entry site. The bumper tip of the device showed signs of damage. The balloon cones profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found hypotube kinks along the length of the catheter. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 18apr2016. It was reported that crossing difficulties were encountered. The long, diffused target lesion was located in the tortuous right coronary artery (rca). After predilation, a 38mm x 2.50mm taxus element long drug-eluting stent was advanced but failed to cross the lesion. The device was removed and the procedure was completed with a different device. The patient's status was stable. However, returned device analysis revealed stent damaged.